Manufacturer narrative:
This was initially reported on the summary report dated 6/14/2016 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. The device remains implanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as sepsis, hypertension, low back pain and spinal stenosis.